Manufacturer narrative:
(B)(4). Current condition of the patient has been requested by teleflex. No response received to date. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint cannot be confirmed based on the information received. Root cause unknown. If the device sample becomes available at a later date, this report will be updated with the evaluation results. Continue to monitor feedback from the customers on issues related to difficulties to pierce the bottle on water bottle products.

Event description:
Customer complaint alleges the bottle would not pierce with the connector when screwed in. Further explanation states the initial attempt to pierce resulted in "whistling" and no bubbling. It was reported the staff pierced the bottle using a trocar. Event as reported states the patient was desaturating before the use of the device. The device was used to fix the desaturation. No patient injury or complication due to the alleged device issue was reported.